Manufacturer narrative:
As it is unknown which device is directly implicated in this endoleak event, the following device (same device family) will also be included in this report: catalog #tgu373710/ serial #(B)(6)/ UDI # (B)(4). H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the instructions for use (IFU) for the conformable gore® tag® thoracic endoprosthesis, adverse events that may occur and / or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure utilizing conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® aaa endoprosthesis in zone 9. It was reported that there was a type 1b endoleak on the ipsilateral main body. The physician decided to extend the limb to seal the common iliac using a contralateral leg (plc device). There was no patient sequela. The patient tolerated the procedure. It is unknown what caused the reported event to occur.

Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure utilizing conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, the patient underwent an endovascular procedure to utilizing gore® excluder® conformable aaa endoprosthesis in zone 9. The patient tolerated the procedure. On (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® aaa endoprosthesis in zone 9. It was reported that there was a type 1b endoleak on the ipsilateral main body. The physician decided to extend the limb to seal the common iliac using a contralateral leg (plc device). There was no patient sequela. The patient tolerated the procedure. It is unknown what caused the reported event to occur.

Manufacturer narrative:
Added b5, e1, g2, g3/g4, h1/h2, h3. Corrected d1, d4, d6a, g1, h4. It should be noted that, per the instructions for use (IFU) for the gore® excluder® conformable aaa endoprosthesis, adverse events that may occur and / or require intervention include, but are not limited to, endoleak.